Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a patent foramen ovale (pfo) interventional procedure using an 8f sheath. Reportedly, the suture broke during knot advancement. All prior steps were performed correctly; however, while closing and pulling on the white suture, it tore. Manual compression was applied to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb or lever deployed early) or suture/ nick damage. Based on the result of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: a partial UDI was provided as the lot number is not known.